Event description:
The following information was reported on a medwatch form written by another co's representative on 4/4/97 and received by co on 4/7/97. The date of event was 3/3/97: the patient was advised by his physician to enter the hospital based upon his symptoms of dehydration, thirst and nausea. He proceeded to the hospital on 3/3 after obtaining a meter reading at 6/a on his meter (using co's test strips) of 70 mg/dl. Upon arrival at 7/a, a hospital lab result was 700 mg/dl. The patient was admitted and administered treatment (unknown type). The meter is reportedly cleaned according to manufacturer's recommendations and was in calibration on 3/7 reading 78 within the labeled calibration range of 68-92.